Event description:
Patient was administered an influenza vaccine in left deltoid using proper im administration technique. Upon administration the vaccine solution ran out of the syringe and down patient's arm instead of injecting through the needle. There was more tension felt with attempt to inject than usual. The needle appeared to not allow any vaccine solution through. The patient did not receive any of the vaccine. The entire amount of vaccine solution leaked out through base of vial that connects to the needle. Discussed with md and gnp and patient and patient wanted vaccine readministered.